Manufacturer narrative:
Findings: no unexpected failed battery test alarms, screen anomalies or icon anomalies noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Severely stripped battery cap (p) coin slot and cracked lcd window noted. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap issue. Customer's blood glucose at time of incident was 289 mg/dl. Customer was unable to remove the battery cap on their pump. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised that pump would need to be replaced. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer was unable to complete the troubleshooting because they can't take the battery cap off. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there is crack on the right side of the screen. The customer was advised the pump will be replaced. The customer declined to troubleshoot for high blood glucose.